Event description:
It was reported that customer experienced missing parts of the screen on pump. There was no reported impact to the customer¿s blood glucose level. Customer declined further troubleshooting, and case was created and closed by support with no additional actions taken.